Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press the button in different ways, plug pump into a working power source, and wait for startup while observing blinking light, but pump display still did not turn on. Customer reverted to multiple daily injections as backup therapy.